Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it has been taking a long time to charge their handset and reported now they can't charge the handset. Pt stated they were finally able to charge handset to 10% after a month and a half. Pt stated today they have been charging handset for a half hour and handset has not charged. Pt reset handset and that still did not resolve it. Pt confirmed charging cord works to charge communicator. Handset would not charge on call and would not power on. Following resetting handset pt stated a battery with a lightening bolt appeared briefly but then went away. An email was sent to repair. Patient also reported they "put it up to where I thought I needed it", but reported "it's still not strong enough". Pt reported when they go to use the restroom they get "great pain" in their vaginal area so they know something is not right. Pt stated they thought this w as due to their handset not charging. Pt stated they noticed this started about 4 months ago after they went through the airport and reported following this "nothing was happening". Pt stated they usually are up to "level 4", but stated they are currently at "level 3" after charging their handset for a month and a half to 10%. Pt clarified that it took a month and half to charge their handset and was relating this to the issue noted above. Reviewed therapy and external equipment general use. Recommended pt try decreasing stimulation or turning off therapy to see if pain subsides. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as unable to troubleshoot as pt's handset was not powering on. Pt may call back after receiving handset replacement if needing assistance adjusting therapy. The patient was redirected to their healthcare provider to further address the issue. Agent had a difficult time following pt throughout call and made best attempt to gather all relevant information.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue was not resolved and they received a new device. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d10: product ID hh90p01, serial# (B)(6), product type mobile platform. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue was not resolved and they received a new device. No further complications were reported/anticipated at this time.